Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and it was noticed that there was a break in the supply line 36.5cm from the manifold. Functional testing was performed by placing the device in the console. A¿ check saline supply¿ was observed. The ¿check saline supply¿ error is an under pressure error and is due to the break in the supply line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that aspiration was lost during use. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a lower extremity vein. The catheter was successfully primed and then inserted into the patient. During use, the console stopped and aspiration was lost. It was reported that saline was noted in the pump. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that aspiration was lost during use. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a lower extremity vein. The catheter was successfully primed and then inserted into the patient. During use, the console stopped and aspiration was lost. It was reported that saline was noted in the pump. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.